Manufacturer narrative:
Results: a sample was not returned for evaluation, however, the customer provided three photos for investigation. A photo inspection showed a defect on the rim of the tube where it had been damaged by heat during processing. This is the first complaint of this nature on this lot number. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 13mm x 75mm 2.0ml bd vacutainer® k2edta tube had a crack like melting on the tip of the tube. No serious injury or medical intervention reported.